Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump buttons were hard to push and had button error. Customer stated insulin pump had unexpected no delivery alerts and crack on it. Customer also stated screen was hard to read the screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.